Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A cracked rear case was noted. Functional testing was performed. Rtc battery was found to be faulty. The probable root cause of the reported issue is faulty rtc battery. The rtc battery was replaced. The device passed all functional testing after repair. B3 - date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness.

Event description:
It was reported that the device was showing last error code occurred during testing. There was no patient involvement and no harm/adverse event reported.